Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message "error- 3" on an adc meter after a blood sample was applied to the test strip. On (B)(6) 2020, as the customer was not able to monitor their blood glucose, the customer lost consciousness and was treated by an hcp with an IV and food for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.